Event description:
It was reported that during the implant attempt, the helix would not extend after several repositionings. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was found to be distorted. It was also noted that the distal conductor fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor was over-retracted in the connector. The helix would not extend or retract due to distal conductor distortion within the connector.